Manufacturer narrative:
(B)(4)- off label vascular use, incorrect removal - (B)(4). The device was received. Investigation is not complete.

Event description:
Device malfunction: partial stent deployment. Time of malfunction: during the procedure. Symptoms/ae: none. It was reported that during a stenting procedure in the heavily calcified superficial femoral artery, as the thumbwheel on the absolute pro stent delivery system was rotated to deploy the stent, it was observed that the stent was deploying from the proximal end rather than the distal end and remained on the stent delivery system. The partially deployed stent and stent delivery system were pulled into the introducer sheath and successfully removed from the anatomy. There was no adverse pt effect. Though requested, additional info was not provided.